Event description:
According to the reporter, during an open lobectomy procedure, when resection of the lung parenchyma, a component of the reload unit fell off the stacker when changing the magazine from the stapler. Another loading unit was used with the same stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia8038s gia 80-3.8sgl use reload stap, (lot#: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one device opened and outside of its packaging. The staple pushers were not visible in the returned image. A plastic piece of the staple cartridge was disengaged. It was reported that the component was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.